Event description:
The customer reported experiencing high blood glucose for the past few days. The blood glucose reading at time of call was 350mg/dl. Troubleshooting was performed. Reviewed the programming and the alarm history revealed a motor error alarm. Ran a fixed prime test and passed. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.